Event description:
It was reported that during the atrial lead implant procedure, the helix could not be extended and was damaged. The stylet would not advance. The lead was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.